Event description:
Patient came into emergency room complaining of shortness of breath and heart fluttering. Wife would hit him on the back and he would feel better almost immediatley. EKG showed incomplete left bundle branch block and 1st degree av block. Pacemaker explanted and replaced with new biventricular defibrillator and left ventricular lead. Problem continued into next day despite upgraded defibrillator. Medtronic rep checked pacemaker non-invasively and found that the lv lead was showing high impedance. Patient brought back and pocket opened. Found that set screw was loose. Lead tested okay. Set screw tightened. Device working properly now.